Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, broken battery tube threads, missing end cap sticker and peeled address/serial number label.

Event description:
It was reported by a friend that the customer received an alarm and glucose reading was 500 mg/dl. Customer was at a pool but the insulin pump was not submerged in the water. Customer's insulin pump stopped working and treated herself with an injection thirty minutes before reporting. Customer was feeling ok. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.